Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3581 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2022, the patient was placed in a PICC central venous catheter for intravenous infusion chemotherapy. On (B)(6) 2022, the PICC could not withdraw blood, and after infusion of 200-300ml of fluid, it was found that a large amount of fluid was exuded from the puncture site.